Event description:
It was reported that a patient was having trouble charging the ipg. It was determined that the ipg was placed too deep in the body. The physician executed a pocket revision on (B)(6) 2020 to implant the ipg more superficially. There were no issues with the ipg or the charger. Patient has confirmed that their charger is now able to communicate with the ipg with no issues.